Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "on (B)(6) 2018 11:36:37 am medium alarm displayed: cannot start pump. On (B)(6) 2018 11:36:42 am medium alarm acknowledged: cannot start pump. On (B)(6) 2018 11:36:45 am medium alarm displayed: cannot start pump. On (B)(6) 2018 11:36:46 am medium alarm silenced: cannot start pump." The customer reported product problem was replicated. The faulty main pcb was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump "failed ail test". There was no patient involvement.